Manufacturer narrative:
A maquet field service technician was on site and investigated the unit in question. The technician troubleshot the device and found a polluted shunt valve and a defective flow sensor. The technician cleaned the shunt valve and replaced the flow sensor. The unit was tested successfully for functionality. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: it was reported that the hcu40 displayed the error message "cplg. Water flow too low". Additional information: the incident occurred during maintenance so there were no patient involved. (B)(4).